Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. A review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "5.14 - breakage and/or non-functional spin luer lock connector at the bottom of drainage tube that connects the drainage bag" the risk level is considered low. Based on complaint of "broken spin luer lock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation; however, images were provided of the alleged failure. The breakage occurred at the male luer connector, this type of failure is most consistent with over tightening of the spin luer lock. Additional testing and evaluation could not be performed as the product was not returned. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - broken drain male luer lock for collection bag. No injuries.(B)(6)

Event description:
Nt821731c - broken drain male luer lock for collection bag. No injuries.

Manufacturer narrative:
Follow up report 002 ref to natus complaint# (B)(4). Included reference to related report #1600580000-2025-8016 in section h10.

Event description:
Nt821731c - broken drain male luer lock for collection bag. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system hazard 5.14 - breakage and/or non-functional spin luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm): delay in patient treatment. Residual risk: low. The hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso luer reference fittings. Further investigation to be carried out.